Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported her adc blood glucose meter would not power on with either button press or test strip insertion. The customer was unable to test glucose and began to feel sleepy, drowsy, and fatigued. The customer was taken to a hospital, where she was diagnosed with hyperglycemia and treated with insulin injection (dose/type unknown) and given metformin. There was no report of death or permanent injury associated with this event.